Event description:
According to the reporter, during a procedure, after firing, the device failed to retract the knife, and it became stuck. The surgeon had to make an incision for a tissue retractor to remove the jaws of the reload that was stuck in the tissue. Surgical time was extended by 20 minutes. The surgeon had to make an incision, and the procedure was converted into an open surgery to remove the reload.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the instrument was successfully loaded with a reload. The instrument loaded, yet would not clamp, cycle, or articulate. An access hole was cut into the instrument body for visualization of the firing rack. No damage to the firing rack was noted. It was reported that the device failed to retract the knife and it became stuck. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Once the instrument has been completely fired, open the jaws by pulling the black return knob completely back. Gently remove the instrument from the tissue. To unload a reload from the stapler, the articulating lever (c) must be in the neutral position. Ensure that the jaws of the reload are open by pulling the black return knob back completely. Pull the light blue unload button (g) (located on the underside of the shaft near the loop handle) back towards the instrument, twist the reload counterclockwise 45° and remove the reload from the shaft of the instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, after firing, the device failed to retract the knife and it became stuck. The surgeon had to make an incision for a tissue retractor to remove the reload that was stuck in the tissue. The surgical time was extended by twenty minutes and it was converted into an open surgery.

Manufacturer narrative:
D10 concomitant product: unknown egia su; unknown endo gia sulu; (lot number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.